Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic after receiving a shock. Upon review, it was noted that the patient's right ventricular (rv) lead exhibited noise resulting in an inappropriate shock. An x-ray was performed and rv lead dislodgement was noted. It was noted that the lead had dislodged due to patient non-compliance post procedure. The lead was repositioned on (B)(6) 2021. The patient was stable.